Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during patient mobilization, a leaking noise was observed, requiring repeated reinflation of the balloon. Consequences of the incident: a replacement device was used. Ongoing monitoring of delivered tidal volumes and potential leaks was performed. There was patient involvement.